Event description:
Additional information was received that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
Boston scientific received information that this device displayed a charge time measurement of 16.1 seconds. Approximately one and a half months later, elective replacement indicator (eri) was declared. Approximately one and a half months after eri, the charge time measurement was 24.1 seconds. The patient's physician issued concern of declaring eri prematurely. Technical services was consulted and discussed that this device was not exhibiting rapid battery depletion. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance